Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), and its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. As the device remains implanted, no further investigation can be performed. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was notified on this event through the (B)(6) registry. On (B)(6) 2019, an (B)(6) male patient received a perceval pvs27 in aortic position. The procedure was performed in full sternotomy. A CABG was also performed during the same procedure. It is reported that the patient received a permanent pacemaker on the fifth postoperative day ((B)(6) 2019). Review of the database indicates that the pm implant procedure occurred uneventfully and no device dysfunctions are identified. The patient was discharged on (B)(6) 2019 with a good device functionality (9mmhg, no regurgitation). The site judged the event probably related to the procedure. The relationship with the device was initially indicated as 'not device-related', but it was later changed to 'probably device-related'. No pre-existing conduction disorders are reported for this patient.